Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 483 mg/dl. Customer was unable to treat their blood glucose at the time of the call. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin was able to exit with a manual prime and the insulin pump did not alarm no delivery. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.